Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the stapler did not fire correctly through the bowel tissue. In addition, multiples staples fell into patient's cavity and was removed with suction. Another stapler and two reloads was opened and same issue occurred. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the surgeon were able to pressed the green button but could not squeezed the handle. Hence, the stapler did not fire correctly through the bowel tissue. In addition, multiples staples fell into patient's cavity and was removed with suction. Another stapler and two reloads was opened and same issue occurred. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that each reload was partially fired to the 2cm cut line. Microscopic evaluation noted that the first reload had damage to the cutting edge of the knife blade. Functionally, each reload was loaded into the subject instrument, the interlocks were overridden, and each reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented each reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.